Event description:
Consumer reported complaint for high and low blood glucose test results and error message (e-0). The customer is concerned with test results from results obtained of 281, 327, 254, 186 and 183 mg/dl. The customer¿s expected am fasting blood glucose test result is 140 mg/dl and expected pm non-fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 263 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/31/2023 and open vial date is 12/19/2022. The meter memory was reviewed for previous test result history (date/time not set): result 1: 281 mg/dl, date: (B)(6), time: 07:09 pm, fasting- blood test was taken morning; result 2: 327 mg/dl, date: (B)(6), time: 06:04 pm, fasting- blood test was taken morning; result 3: 254 mg/dl, date: (B)(6), time: 06:03 pm, fasting- blood test was taken morning; result 4: 186 mg/dl, date: (B)(6), time: 01:40 pm, fasting- blood test was taken morning; result 5: 183 mg/dl, date: 04/16 time: 09:30 am, fasting- blood test was taken morning.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 04 jan 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 13-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.